Event description:
(B)(6) had a total hip replacement on (B)(6) 2007. He received a pinnacle sector ii acetabular cup size 58, a taper hip stem with porocoat size 7, and a femoral head and taper size 40mm. Prior to surgery, (B)(6) had degenerative arthritis of the right hip and mild leg length discrepancy which caused increasing pain. On (B)(6) 2007, (B)(6) reported having some stiffness of his hip and back pain from the increased length of his hip. On (B)(6) 2008, (B)(6) complained of continuing back pain which had been present since the hip replacement. On (B)(6) 2011, (B)(6) complained of right hip pain after a fall, with pain shooting from his hip to his knee and groin. Right hip cultures were taken and were (B)(6). On (B)(6) 2011, an I & d of the right hip joint was done and the liner and femoral hip were exchanged. (B)(6) was put on a dilaudid pump to control pain. Following the I & d, (B)(6), continued to have pain in his right hip though the dilaudid pump and oxycodone did help. On (B)(6) 2011, (B)(6) was seen and reported having pain and difficulty walking. There were concerns about reinfection. On (B)(6) 2011, (B)(6) underwent another irrigation and debridement head and liner exchange and placement of antibiotic beads. Following the surgery, (B)(6) experienced extreme pain. (B)(6) had emergency surgery in (B)(6) 2012, due to infection being throughout his body; they had to remove half of the femur bone. (B)(6) continues to suffer with pain in his right hip.